Event description:
It was reported that during low anterior resection, the device fired malformed staples at first firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.